Manufacturer narrative:
The root cause was found to be consistent with customer maintenance being overdue as the issue was resolved after the sipper flow path was cleaned and conditioning was completed. These maintenance actions are the responsibility of the customer. The overdue calibration can be excluded as the root cause as there would be more than one questionable result.

Event description:
There was an allegation of a questionable elecsys hcg+ss result the cobas e 402 analytical unit. The initial result was 2.89 miu/ml, and the repeat result was 146 miu/ml. The repeat result is considered to be correct compared to the results from an at home rapid test hcg strip.

Manufacturer narrative:
The elecsys hcg+ss lot number is 792314 and the expiration date was not provided. The customer cleaned accumulated dust and serum from the device surface, cleaned the wash stations, the reagent probes, the sample probe, and sippers. They cleaned the mixer and performed a check to ensure that there were no bubbles formed. They performed a sipper flow path and conditioning. A qc check passed and they ran the affected sample on the same analyzer 5 times and received similar correct results without alarms. The last calibration was completed over more than one month ago. The investigation is ongoing.